Event description:
A presentation with the title ¿bilateral use of the gore ibe device for bilateral cia aneurysms and a first interim analysis of the prospective iceberg registry¿ was held by dr. M. Reijnen at the linc convention on january 21, 2019. The presentation included initial results of the ongoing iceberg study that included 101 patients at eight international sites that were treated with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe). Among other occurrences, the presentation mentions that partial coverage of a renal artery with stenting of the renal artery occurred during the implant procedure. It was not indicated that the partial coverage was unintentional. The following additional info was reported to gore april 19, 2019: patient (B)(6) was treated on (B)(6) 2017. According to the physician the gore® excluder® aaa trunk - ipsilateral leg endoprosthesis (rlt) was accidently pushed proximal due to advancement difficulties of the left bridging stent on the left side. The rlt covered the left renal artery partially (50%), which was successfully solved by implanting a 7mm balloon expandable covered stent in the renal artery.